Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient underwent sling implantation with concurrent partial hysterectomy. The patient underwent mesh removal in 2007 and in 2011 due to mesh erosion, pain, dyspareunia and bladder injury. (B)(4). Dyspareunia. Bladder injury.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with a partial hysterectomy due to vaginal and uterine prolapse, and urinary incontinence. It was reported that following insertion, the patient experienced pain, erosion of her internal tissues, cannot stand, bleeding, feels like guts are falling out, bladder spasms, cannot urinate, and has undergone additional surgeries and revisionary procedures. The patient underwent mesh removals in 2007 and in 2011 due to mesh erosion, pain, dyspareunia and bladder injury. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent total laparoscopic hysterectomy and cystoscopy.

Event description:
It was reported that the patient concurrently underwent total laparoscopic hysterectomy and cystoscopy.